Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude home monitoring system detected increased shock impedances greater than 125 ohms on this device system. The patient was brought in for further evaluation. The device system was tested and impedance measurements were within acceptable limits when programmed to distal coil to can. To date, no adverse patient effects were reported with this clinical observation.